Event description:
The customer reported the ventilator alarmed and restarted. The customer reported the unit was not in use, therefore there was no patient harm or involvement. The manufacturer's service technician was unable to duplicate the customer reported problem. Review of the ventilator diagnostic log history noted a ventilator restart occurrence. The service technician replaced the power switch as a precaution. Performance verification testing was completed and tests passed per operating specifications.